Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was described as itchy, red, raised and containing pus. Reaction also had scarring and was located under the sensor pod. On (B)(6) 2016 patient's mother consulted with a pediatric nurse. Nurse recommended that they find out what potential barrier the patient was not allergic to and apply that prior to applying the sensor. Nurse also advised that many other families use flovent or flonase applied to the skin, prior to sensor insertion, to pre-treat the skin with a steroid. Nurse further advised that the affected site should be treated with hydrocortisone cream to decrease the irritation. Patient's mother reported that the site was treated with over-the-counter hydrocortisone cream. No additional event information was provided.